Event description:
It was reported the lead impedance increased and currently measured 1510 ohms in bipolar. It was also noted that there could be a possible fracture in process. Replacement of the lead was discussed but follow-up attempts were unable to confirm the status of the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.